Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 1992. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2016-00818 / 00820).

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date in 1992. Subsequently, the patient was revised on (B)(6) 2016 due to wear of the polyethylene liner. All components were removed and replaced. During the procedure, two liners would not seat in the cup, resulting in a 45 minute delay in procedure.